Event description:
The clinician reports the implant was inserted (B)(6)2024 in ada 3. Details of surgery: primary stability not achieved, sinus perforation and sinus augmentation. On (B)(6)2024, non-osseointegration was verified. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.